Event description:
On (B)(6) 2005 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computated tomography (CT) scan of abdomen revealed the superior tip of the filter was anteriorly tilted to the abutting wall of the inferior vena cava (ivc). Struts extend beyond lumen inferiorly except one. These do not penetrate adjacent structures.

Event description:
On (B)(6) 2005 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan of abdomen revealed the superior tip of the filter was anteriorly tilted to the abutting wall of the inferior vena cava (ivc). Struts extend beyond lumen inferiorly except one. These do not penetrate adjacent structures.